Manufacturer narrative:
Additional information: h6. The reported loosening and infection could not be confirmed because neither the devices were returned nor could laboratory results or an image (loosened devices) be provided. Further information indicated that the initial surgery took place on (B)(6) 2025, followed by a revision on (B)(6) 2025, due to observed loosening of the implants, which was believed to have led to infection, although no x-ray images were available for review. After review, stryker's medical expert concluded that the implants did not cause or contribute to the loosening or infection, but that the loosening was instead due to surgical technique or poor bone density. Based on the investigation, there is no evidence of a malfunctioning product or a problem related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.

Event description:
It was reported that the patient showed evidence of infection and loose hardware, resulting in revision surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.